Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsaria" so sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there is an issue with the compressor. The leak was fluid. The leak was not contained within the instrument. The spray of fluid was under pressure. The fluid leaked was sheath fluid. The biohazard leak was before the waste line. The waste was mixed with bleach. The customer/bd personnel was in contact with the fluid. The physical contact with the fluid occurred outside the instrument as user was cleaning the spilled fluid. The user wore ppe while cleaning the spill over fluid. There was no impact to patient samples. The customer/bd personnel was not injured. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No.

Event description:
It was reported while using bd facsaria¿ so sheath fluid under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there is an issue with the compressor. 1. The leak was fluid. 2. The leak was not contained within the instrument. 3. The spray of fluid was under pressure. 4. The fluid leaked was sheath fluid. 5. The biohazard leak was before the waste line. 6. The waste was mixed with bleach. 7. The customer/bd personnel was in contact with the fluid. 8. The physical contact with the fluid occurred outside the instrument as user was cleaning the spilled fluid. 9. The user wore ppe while cleaning the spill over fluid. 10. There was no impact to patient samples. 11. The customer/bd personnel was not injured. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00168 was sent in error. This is a duplicate of MFR report # 2916837-2021-00180 that was reported for spray of fluid (ethanol, sheath, biohazard, waste) under pressure malfunction.